Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose was 270 mg/dl. Customer planned to use multiple daily injections as backup therapy, and technical support arranged a warranty replacement pump.